Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned and inspected the aliquot drain. The cse performed server 3 mix test, which passed. The cse adjusted sample arm 3 alignment. The cse ran quality controls on server 3, which were within range. The cse performed ca precision testing, which passed. The cause of the discordant, falsely depressed ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on two samples from one patient sample on a dimension vista 1500 instrument. The initial discordant result was reported to the physician(s), who questioned it. A different sample from the same patient was tested on the same instrument, resulting higher on two replicates but falsely low on one. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.